Event description:
It was reported that during a laparoscopic sigmoid resection procedure, the initial procedure went fine. The staple line and the donuts were complete. A leak test was performed and there were no leaks. Five days post-op, the patient presented with a post op leak. The surgeon used a rigid sigmoid scope and the staple line had dehisced at the right side. The surgeon stated that the staples were open. A temporary colostomy was performed and the patient is recovering. No further information at the time of the call.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: the surgeon stated that the patient was high risk, meaning poor health. Procedure was a robotic low anterior resection. Distal transection of rectum was completed using an echelon device with a blue reload from a vertical position. The leak occurred between the proximal staple line and the circular; distance is unknown. Someone different fired the device; surgeon's regular assistant was not there. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.